Event description:
New information received indicates that no intervention was performed, and the patient's remained stable.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) exhibited far-field r-wave oversensing. Further information was requested but not yet received.